Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed.  Device history record (DHR) review cannot be conducted because no lot number was provided by the customer. Concomitant products: 1.carto 3 system, us catalog #:fg540000, serial #: (B)(4). 2.stockert 70 system, us catalog #: s7001, serial #: (B)(4). 3.coolflow pump , us catalog #:cfp002, serial #: (B)(4). 4.non biosense webster product - baylis medical transseptal needle. 5.non biosense webster product - st. Jude medical agilis sheath. Manufacturer's ref. No: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent an atrial fibrillation ablation procedure with a thermocool® smart touch¿ bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. Post-procedure, when the patient was out of the ep lab, the patient suffered a cardiac tamponade. Pericardiocentesis was performed and an unknown amount of fluid was removed from the pericardium. There¿s no information regarding extended hospitalization, patient¿s outcome and physician causality opinion. There were no known factors that might have contributed to the event. There were no error messages reported on any biosense webster, inc. Product or equipment during the procedure. Transseptal puncture was performed with a baylis medical transseptal needle and a st. Jude medical agilis sheath. The exact time of the injury is unknown; however, the adverse event most likely occurred during radiofrequency application. The generator was in default parameters for thermocool® smart touch¿ bi-directional navigation catheter. The power did not titrate during the ablation. The catheter irrigation was on default setting for thermocool® smart touch¿ bi-directional navigation catheter. The patient received anticoagulant (heparin) during the procedure. The activated clotting time (act) is unknown. The catheter was not in close proximity to another catheter. It was zeroed after the initial warm-up phase post catheter connection to the carto3 patient interface unit (piu). The carto 3 system did not indicate to re-zero the catheter.